Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was both contrast and blood in the inflation lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 14mm from the tip of the device. The device failed to inflate to rated burst pressure.during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.